Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted the lead was returned with the helix fully extended. Visual analysis found that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin. (B)(4).

Event description:
It was reported that during an attempted implant, the helix of the right atrial (ra) lead was unable to be retracted in order to position the lead in the atrium. The lead was removed and not replaced due to the patient not requiring atrial pacing. No patient complications have been reported as a result of this event.